Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1063895 was satisfactory per internal procedures. Filling, labeling and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and three other complaints have been taken on this batch for labeling. Retention samples from batch 1063895 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. All retention tubes had one tube label that had legible batch information and a scannable barcode. Two photos were received to assist with the investigation: the first photo shows a plastic bag with a piece of paper in the bag with taiwanese language written on the paper. The second photo shows three tubes inside of a plastic bag without a label. No product information is presented in the photo. It is noted that the customer did submit an incidence report for batch 1063895. No returns were received to assist with the investigation. Without product verification a photo alone cannot confirm a compliant. A photo must have product information visible such as batch/lot . This complaint can be confirmed from the evidence in the photos and the incidence report for a defect from batch 1063895. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for labeling.

Event description:
It was reported that while using 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml incorrect label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "mgit tube has no identifiable label".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml incorrect label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "mgit tube has no identifiable label".